Event description:
It was reported that during a ptca procedure, the balloon would not deflate. The pt experienced ischemia and chest pain. Unsuccessful attempts were made to deflate the balloon with a syringe. The balloon was removed while inflated. Pt status is listed as "okay".